Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 598, 363, 256 mg/dl. The customer was treated with the manual injection. Customer had experienced the symptoms related to the high blood glucose such as nausea, vomiting, difficulty in breathing. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The product will not be returned for analysis.